Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, it was reported that the patient faced infusion set cannula was bent and patient experienced high blood glucose level and diabetic ketoacidosis (dka) which led to cause intensive care unit (ICU) admission and there treated with intravenous (IV) and fluids of saline and insulin.